Manufacturer narrative:
Date sent to the FDA: 7/10/2020. H6 patient code: 3189 - surgical intervention. Additional information: a2, d7. Additional b5 narrative: it was reported that the patient underwent mesh removal on (B)(6) 2017.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced adhesion following the procedure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 8/26/2020. H6 patient code: 1685. It was reported that following insertion the patient experienced pain, seroma, recurrent hernia and abdominal pain.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.